Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt is needing MRI. Caller reports the pt said the scs is not working - caller unable to clarify further. No symptoms were reported. Patient reported they will be taking battery pack out as it was not doing anything else.